Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vision blurred ("blurry vision") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced gingivitis ("dental problem: gingivitis"). In (B)(6) 2012, the patient experienced hot flush ("hormonal changes/ hormonal changes describe: hot flashes"), mood swings ("mood swings") and decreased appetite ("loss of appetite"). In (B)(6) 2012, the patient experienced anxiety ("psych injury"), depression ("depression") and the first episode of alopecia ("hair loss"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pelvic pain/chronic"), nausea ("nausea"), arthralgia ("joint pain"), urinary tract infection ("uti"), pruritus ("itchy"), dry skin ("dry skin") and painful intercourse ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced micturition urgency ("bladder/ urinary problems: full bladder/urgency"). In 2014, the patient was found to have white blood cell count increased ("high abnormal count white blood cells"). In 2016, the patient experienced constipation ("constipation") and large intestine polyp ("colon polyps"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problem"), vaginal infection ("vaginal infection"), the second episode of alopecia ("hair loss"), visual impairment ("vision problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), syncope ("fainting spells") and dizziness ("dizziness"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, gingivitis, hot flush, mood swings, decreased appetite, vaginal haemorrhage, urinary tract infection, depression, pruritus, dry skin, micturition urgency, white blood cell count increased, vision blurred, syncope, dizziness, dysmenorrhoea, painful intercourse, weight decreased, abdominal distension, constipation and large intestine polyp had not resolved and the pelvic pain, abdominal pain, dyspareunia, hypersensitivity, anxiety, bladder disorder, vaginal infection, vaginal discharge, fatigue, the last episode of alopecia, nausea, visual impairment and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, bladder disorder, constipation, decreased appetite, depression, dizziness, dry skin, dysmenorrhoea, fatigue, genital haemorrhage, gingivitis, hot flush, hypersensitivity, large intestine polyp, menorrhagia, micturition urgency, mood swings, nausea, painful intercourse, pelvic pain, pruritus, syncope, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight decreased, white blood cell count increased, the first episode of alopecia, dyspareunia and the second episode of alopecia to be related to essure. The reporter commented: she received treatment for fatigue, hair loss, dental probs., hormonal changes, nausea, vision problem, joint pain. 4 coils were visible within the uterine cavity on both side current weight (B)(6). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia,pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-dec-2019: plaintiff fact sheet and medical records were received. Events per pfs: mood swings, loss of appetite, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, depression, itchy, dry skin, bladder/ urinary problems: full bladder/urgency, high abnormal count white blood cells, blurry vision, fainting spells, dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss, bloating, constipation, colon polyps, hair loss and abnormal bleeding (general). Outcome for event mood swings, loss of appetite, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, depression, itchy, dry skin, bladder/ urinary problems: full bladder/urgency, high abnormal count white blood cells, blurry vision, fainting spells, dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss, bloating, constipation, colon polyps, hair loss and abnormal bleeding (general) were not recovered. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vision blurred ("blurry vision") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced gingivitis ("dental problem: gingivitis"). In (B)(6) 2012, the patient experienced hot flush ("hormonal changes/ hormonal changes describe: hot flashes"), mood swings ("mood swings") and decreased appetite ("loss of appetite"). In (B)(6) 2012, the patient experienced anxiety ("psych injury"), depression ("depression") and the first episode of alopecia ("hair loss"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pelvic pain/chronic"), nausea ("nausea"), arthralgia ("joint pain"), urinary tract infection ("uti"), pruritus ("itchy"), dry skin ("dry skin") and painful intercourse ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced micturition urgency ("bladder/ urinary problems: full bladder/urgency"). In 2014, the patient was found to have white blood cell count increased ("high abnormal count white blood cells"). In 2016, the patient experienced constipation ("constipation") and large intestine polyp ("colon polyps"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problem"), vaginal infection ("vaginal infection"), the second episode of alopecia ("hair loss"), visual impairment ("vision problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), syncope ("fainting spells") and dizziness ("dizziness"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, gingivitis, hot flush, mood swings, decreased appetite, vaginal haemorrhage, urinary tract infection, depression, pruritus, dry skin, micturition urgency, white blood cell count increased, vision blurred, syncope, dizziness, dysmenorrhoea, painful intercourse, weight decreased, abdominal distension, constipation and large intestine polyp had not resolved and the pelvic pain, abdominal pain, dyspareunia, hypersensitivity, anxiety, bladder disorder, vaginal infection, vaginal discharge, fatigue, the last episode of alopecia, nausea, visual impairment and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, bladder disorder, constipation, decreased appetite, depression, dizziness, dry skin, dysmenorrhoea, fatigue, genital haemorrhage, gingivitis, hot flush, hypersensitivity, large intestine polyp, menorrhagia, micturition urgency, mood swings, nausea, painful intercourse, pelvic pain, pruritus, syncope, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight decreased, white blood cell count increased, the first episode of alopecia, dyspareunia and the second episode of alopecia to be related to essure. The reporter commented: she received treatment for fatigue, hair loss, dental probs., hormonal changes, nausea, vision problem, joint pain. 4 coils were visible within the uterine cavity on both side current weight 120 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: plaintiff fact sheet and medical records were received. Events per pfs: mood swings, loss of appetite, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, depression, itchy, dry skin, bladder/ urinary problems: full bladder/urgency, high abnormal count white blood cells, blurry vision, fainting spells, dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss, bloating, constipation, colon polyps, hair loss and abnormal bleeding (general). Outcome for event mood swings, loss of appetite, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, depression, itchy, dry skin, bladder/ urinary problems: full bladder/urgency, high abnormal count white blood cells, blurry vision, fainting spells, dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss, bloating, constipation, colon polyps, hair loss and abnormal bleeding (general) were not recovered. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vision blurred ("blurry vision") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced gingivitis ("dental problem: gingivitis"). In (B)(6) 2012, the patient experienced hot flush ("hormonal changes/ hormonal changes describe: hot flashes"), mood swings ("mood swings") and decreased appetite ("loss of appetite"). In (B)(6) 2012, the patient experienced anxiety ("psych injury"), depression ("depression") and the first episode of alopecia ("hair loss"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pelvic pain/chronic"), nausea ("nausea"), arthralgia ("joint pain"), urinary tract infection ("uti"), pruritus ("itchy"), dry skin ("dry skin") and painful intercourse ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced micturition urgency ("bladder/ urinary problems: full bladder/urgency"). In 2014, the patient was found to have white blood cell count increased ("high abnormal count white blood cells"). In 2016, the patient experienced constipation ("constipation") and large intestine polyp ("colon polyps"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problem"), vaginal infection ("vaginal infection"), the second episode of alopecia ("hair loss"), visual impairment ("vision problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), syncope ("fainting spells") and dizziness ("dizziness"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, gingivitis, hot flush, mood swings, decreased appetite, vaginal haemorrhage, urinary tract infection, depression, pruritus, dry skin, micturition urgency, white blood cell count increased, vision blurred, syncope, dizziness, dysmenorrhoea, painful intercourse, weight decreased, abdominal distension, constipation and large intestine polyp had not resolved and the pelvic pain, abdominal pain, dyspareunia, hypersensitivity, anxiety, bladder disorder, vaginal infection, vaginal discharge, fatigue, the last episode of alopecia, nausea, visual impairment and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, bladder disorder, constipation, decreased appetite, depression, dizziness, dry skin, dysmenorrhoea, fatigue, genital haemorrhage, gingivitis, hot flush, hypersensitivity, large intestine polyp, menorrhagia, micturition urgency, mood swings, nausea, painful intercourse, pelvic pain, pruritus, syncope, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight decreased, white blood cell count increased, the first episode of alopecia, dyspareunia and the second episode of alopecia to be related to essure. The reporter commented: she received treatment for fatigue, hair loss, dental probs., hormonal changes, nausea, vision problem, joint pain. 4 coils were visible within the uterine cavity on both side current weight 120 lbs. Essure insertion date provided in pif : (B)(6) 2012 (discrepancy noted). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vision blurred ("blurry vision") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced gingivitis ("dental problem: gingivitis"). In (B)(6) 2012, the patient experienced hot flush ("hormonal changes/ hormonal changes describe: hot flashes"), mood swings ("mood swings") and decreased appetite ("loss of appetite"). In (B)(6) 2012, the patient experienced anxiety ("psych injury"), depression ("depression") and the first episode of alopecia ("hair loss"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pelvic pain/chronic"), nausea ("nausea"), arthralgia ("joint pain"), urinary tract infection ("uti"), pruritus ("itchy"), dry skin ("dry skin") and painful intercourse ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced micturition urgency ("bladder/ urinary problems: full bladder/urgency"). In 2014, the patient was found to have white blood cell count increased ("high abnormal count white blood cells"). In 2016, the patient experienced constipation ("constipation") and large intestine polyp ("colon polyps"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problem"), vaginal infection ("vaginal infection"), the second episode of alopecia ("hair loss"), visual impairment ("vision problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), syncope ("fainting spells") and dizziness ("dizziness"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, gingivitis, hot flush, mood swings, decreased appetite, vaginal haemorrhage, urinary tract infection, depression, pruritus, dry skin, micturition urgency, white blood cell count increased, vision blurred, syncope, dizziness, dysmenorrhoea, painful intercourse, weight decreased, abdominal distension, constipation and large intestine polyp had not resolved and the pelvic pain, abdominal pain, dyspareunia, hypersensitivity, anxiety, bladder disorder, vaginal infection, vaginal discharge, fatigue, the last episode of alopecia, nausea, visual impairment and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, bladder disorder, constipation, decreased appetite, depression, dizziness, dry skin, dysmenorrhoea, fatigue, genital haemorrhage, gingivitis, hot flush, hypersensitivity, large intestine polyp, menorrhagia, micturition urgency, mood swings, nausea, painful intercourse, pelvic pain, pruritus, syncope, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight decreased, white blood cell count increased, the first episode of alopecia, dyspareunia and the second episode of alopecia to be related to essure. The reporter commented: she received treatment for fatigue, hair loss, dental probs., hormonal changes, nausea, vision problem, joint pain. 4 coils were visible within the uterine cavity on both side current weight 120 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: plaintiff fact sheet and medical records were received. Events per pfs: mood swings, loss of appetite, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, depression, itchy, dry skin, bladder/ urinary problems: full bladder/urgency, high abnormal count white blood cells, blurry vision, fainting spells, dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss, bloating, constipation, colon polyps, hair loss and abnormal bleeding (general). Outcome for event mood swings, loss of appetite, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, depression, itchy, dry skin, bladder/ urinary problems: full bladder/urgency, high abnormal count white blood cells, blurry vision, fainting spells, dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss, bloating, constipation, colon polyps, hair loss and abnormal bleeding (general) were not recovered. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vision blurred ("blurry vision") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced gingivitis ("dental problem: gingivitis"). In (B)(6) 2012, the patient experienced hot flush ("hormonal changes/ hormonal changes describe: hot flashes"), mood swings ("mood swings") and decreased appetite ("loss of appetite"). In (B)(6) 2012, the patient experienced anxiety ("psych injury"), depression ("depression") and the first episode of alopecia ("hair loss"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pelvic pain/chronic"), nausea ("nausea"), arthralgia ("joint pain"), urinary tract infection ("uti"), pruritus ("itchy"), dry skin ("dry skin") and painful intercourse ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced micturition urgency ("bladder/ urinary problems: full bladder/urgency"). In 2014, the patient was found to have white blood cell count increased ("high abnormal count white blood cells"). In 2016, the patient experienced constipation ("constipation") and large intestine polyp ("colon polyps"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problem"), vaginal infection ("vaginal infection"), the second episode of alopecia ("hair loss"), visual impairment ("vision problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), syncope ("fainting spells") and dizziness ("dizziness"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, gingivitis, hot flush, mood swings, decreased appetite, vaginal haemorrhage, urinary tract infection, depression, pruritus, dry skin, micturition urgency, white blood cell count increased, vision blurred, syncope, dizziness, dysmenorrhoea, painful intercourse, weight decreased, abdominal distension, constipation and large intestine polyp had not resolved and the pelvic pain, abdominal pain, dyspareunia, hypersensitivity, anxiety, bladder disorder, vaginal infection, vaginal discharge, fatigue, the last episode of alopecia, nausea, visual impairment and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, bladder disorder, constipation, decreased appetite, depression, dizziness, dry skin, dysmenorrhoea, fatigue, genital haemorrhage, gingivitis, hot flush, hypersensitivity, large intestine polyp, menorrhagia, micturition urgency, mood swings, nausea, painful intercourse, pelvic pain, pruritus, syncope, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight decreased, white blood cell count increased, the first episode of alopecia, dyspareunia and the second episode of alopecia to be related to essure. The reporter commented: she received treatment for fatigue, hair loss, dental probs., hormonal changes, nausea, vision problem, joint pain. 4 coils were visible within the uterine cavity on both side current weight 120 lbs. Essure insertion date provided in pif : (B)(6) 2012 (discrepancy noted). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: extension of expected date of next report. On 11-sep-2020: pif received : rcc updated. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.